Event description:
Patient presented in the clinic after receiving inappropriate hv therapy. It was reported that the device was in backup vvi mode. Device image showed possible output circuit damage, consistent of an insulation abrasion. Upon explant, lead perforation was observed. Both devices were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
This is a case report received by baxter (B)(4) from the customer. It was reported a defective port of one bag of accusol35 k2. The customer reported that the issue occurred during the perforation of the bag. Due to a defective port of bag the tip of the dialysis line was not connected properly and perforated directly to the bag. No impact to the patient reported.